Event description:
It was reported that an arteriotomy closure of the right common femoral artery (rcfa) was attempted using a proglide device with 6f sheath after an endovascular stenting procedure. Reportedly, during an endovascular stenting procedure of the left common iliac artery via a 6-french procedure sheath from a rcfa access site, but because the stenosis in the left iliac artery could not be accessed from the right, arterial access was obtained via the left common femoral artery. Hemostasis was not completely achieved in the rcfa using the proglide device suture/knot, so manual arterial compression was also applied for complete hemostasis. The left common iliac stenting was completed using an 80mm stent. The patient started coding and developed tachycardia, hypoperfusion, and hypotension. The left common femoral artery access site was not closed. An attempt was made to add body fluid volume by infusing two units of blood, but the patient expired within the hour. A computed tomography (CT) scan was not performed. A right side retroperitoneal bleed was confirmed by autopsy. The physician was reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a mildly calcified artery. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.